Event description:
It was reported that the device was explanted due to infection and erosion. The patient was in good condition, post-op.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.